Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The consumer felt a strong discomfort and stinging in his eyes, after using contact lenses which was placed in a container with eye drops. The consumer immediately visited the clinic with severe total corneal erosion of both the eyes and was undergoing treatment with keratoprotectors and prophylactic antibiotic. The current status of the consumer's eyes is resolved. Additional information has not been requested at the time of this report.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).